Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the tip of the elevator broke during a procedure. It is reported that the surgeon was able to pick the broken tip up and exchange it for another elevator to complete the removal of the tooth. It is reported that there was a delay of a few minutes to the procedure. It is reported that there was no foreign body left in the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches along the length of the instrument, a piece of purple tape wrapped right above the handle, along with a fractured tip; therefore the complaint is confirmed. The most likely underlying cause was determined to be excessive force. According to the evaluation, there are no indications of a manufacturing defect. Based on the product evaluation, the following were updated: date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.